Event description:
Adverse event (ae): in-stent restenosis, angioplasty. Time of ae: one year post procedure. Device issue: none. It was reported via trial that approx 1 year post xact stent implantation in the left internal carotid artery, asymptomatic in-stent restenosis occurred and was treated with balloon angioplasty. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). The reported pt effect of restenosis is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.